Event description:
Device has been explanted.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: curved opening, white particles, flat creases. A leak test was perform and was found one opening. A microscopic analysis identified: a curved sharp opening under plug strap assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identify the thickness within specification), partial delamination of plug strap disk shell assessed as adhesive failure and a nick. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a sharp opening assessed as unidentified(tear) opening. Delamination of diaphram flange disk assessed as adhesive failure. Reason for reoperation: deflation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.